Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used on an unknown procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon would not deflate. It was reported that a wire cutter was used to cut the balloon. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.